Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not using cartridge per IFU).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a single prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of over 600mg/dl with headache, nausea, blurred vision and large ketones. The patient was taken to the emergency room and treated with IV fluids and IV glucose. Customer support (cs) completed troubleshooting and it was determined that the patient was not using the cartridge per IFU. This report is being made due to the bg excursion the patient experienced due to use error.